Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station crashed and failed to load the login screen. The technical support specialist dialed into the station and found to be in suspect mode, with the database unable to be dropped. Referring to the article titled 'drop failed for database "dsclientoltp"', the tss proceeded to resolve the issue by logging into the station as an admin, stopping the structured query language server services and moving all files including the four database files from the default data directory to a temporary folder. After that the fse restarted the structured query language server services, launched the structured query language server management studio. Finally, the database status changed from suspect mode to recovery pending and performed full data synchronization properly. The system functioned as intended after the technical support specialist resolved the issue. E.1 initial reporter facility: (B)(6) .

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was crashed and not able to load the login screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.